Event description:
It was reported that the burr speed exceed the set speed. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the burr rotation was irregular as the burr reached around 193,000rpm which exceeds the set operational speed of 190,000rpm. The procedure was completed with another of the same device. No patient complications reported.